Event description:
It was reported that during a shoulder arthroscopy the tip of the wand head fell off, sparks occurred. The procedure was completed with the same device, no significant delay or other complications reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was returned for evaluation. There was a relationship found between the device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found a related failure; this failure mode will be trended to assess for any necessary corrective actions. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. Risk management documents review found no additional risks that require to be added to the reference document. No further additional actions are required at this time. Visual inspection under magnification of the wand shows a detached screen with discoloration/contamination and scuff/scratch marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned wand. The device excites plasma at ablate/coagulate and max/min settings on the remaining electrodes. The suction was tested and performed as intended; the complaint regarding screen detachment was verified; however the complaint regarding sparks could not be confirmed, as the device did not display any sparks. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) mechanical displacement of tissue through applied force (2) enlarge a surgical site (3) gain access to tissue as this may result in a damage to the device, and/or leading to patient injury (4)fluid management (5) device tip hitting a metal surface such as a cannula. There are no indications to suggest the device did not meet product specifications upon release into distribution.